Event description:
Icy-hot patch placed on hip for eight hours. When removed, three pieces of skin came with it. Evaluation showed three burns. Dose or amount: one patch. Frequency: one time. Date of use: 2008. Diagnosis or reason for use: hip pain.